Event description:
It was reported that the monitors on the 9800 system were dark with white spots. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The candlesticks were cleaned and re-greased during the service call. The system was tested and found to be working as intended and put back into service.